Event description:
Pt was found on floor, laying on left hip. X-ray revealed a fractured left hip. Four siderails were elevated and bed exit alarm was on. When pt got out of bed, the bed alarm did not sound.